Event description:
This report summarizes two malfunction events. A review of the events indicated that model 605640 implantable port experienced a defective component. These reports were received from various sources. Of the two events, one did not involve a patient, and one involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either patient.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The first sample returned was one 6.5fr introducer and one 6.5fr peel-apart sheath were returned for evaluation. Visual, microscopic and functional evaluations were performed, the threads of the introducer were observed to be damaged and flattened. No significant damage was observed on the threads of the sheath. The investigation is confirmed for defective component, as the threads on the luer were not able to be secured. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. The second sample returned was one introducer sheath and corresponding dilator. Two electronic photos of the introducer were also provided for review, though the photo review could not confirm any issue with the sheath or dilator. During functional testing, when the introducer was twisted to attempt to lock to the sheath, it was noted that the threads of the introducer connector were unable to securely attached to the threads of the sheath connector. When viewed under magnification, it was noted that the threads of the introducer connector were damaged, with stress whitening and flattening of the threads observed. Based on the findings, the investigation is confirmed for the reported introducer damage, specifically to the threads of the dilator connector. The definitive root cause could not be determined based upon available information. It is unknown procedural issues contributed to the reported event.

Manufacturer narrative:
For both events, the devices were returned to bd for evaluation. Two photos were also provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 605640 implantable port experienced a defective component. These reports were received from various sources. Of the two events, one did not involve a patient, and one involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either patient.